Manufacturer narrative:
Product reference 4430095 is not cleared for sales in the USA, but its catheter is similar to the product reference 5430095 cleared under #510/k130576. The involved sample, nor x-ray picturesare available for investigation. The batch number is unknown. Without the necessary elements for investigation, we cannot perform any investigation and conclude on the root cause of this incident. The catheter rupture is a known complication of the access port implantation that could be have different root causes. This is a rare incident; no corrective action is envisaged. However, if new elements become available, this complaint will be re-opened.

Event description:
"After drug infusion treatment through the access port on (B)(6) 2019, the patient's right neck was swollen. On (B)(6) 2019, the access port was removed in the emergency room and a rupture was found 11.5 cm away from the catheter, which was completely removed."